Event description:
It was reported that pump had damaged usb port pins, no longer held surrounding plastic piece in place, and had shut down after low power alerts, which impacted ability to charge and made pump no longer watertight; cause of damage was unknown but thought to be normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, arranged to use replacement pump to avoid interruption of insulin delivery, had shipping address confirmed, was instructed to let battery deplete before transport, and was instructed to return problematic pump to tandem within 10 days using provided return materials.